Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was reported that the patient died approximately eleven months from system implant. It was further reported by the manufacturer's field representative that when the device was interrogated at the funeral home, it was noted the device was at elective replacement indicator and there was possible premature battery depletion. The cause of death has been requested and not received.

Event description:
It was reported that the patient died approximately eleven months from system implant. It was further reported by the manufacturer's field representative that when the device was interrogated at the funeral home, it was noted the device was at elective replacement indicator and there was possible premature battery depletion. The cause of death has been requested and not received. Based on follow-up received from the clinic, the patient was seen in office approximately eleven months prior to death. The patient died a sudden cardiac death and acute myocardial infarction. The cause of death is coronary artery disease. Autopsy was performed and there is no allegation from a health care professional that the death was device related.